Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected blank display anomaly was noted. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube window, a cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that the insulin pump died and did not alarm low battery prior to the off now power. Customer stated that it was humid and the insulin pump may have been exposed to sweat. The blank display did return after a battery change and the insulin pump had an error alarm. Customer was unable to clear the alarm. Customer's blood glucose reading prior to the blank display was 141 mg/dl. No further information reported.